Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the quick release on his infusion sets did not lock in place. This issue occurred with about three infusion sets from one box. It was reported that the first-time, detachment had occurred when he was out at a restaurant and he did not remember for the next two incidents. Reportedly, his blood glucose level was over 300 mg/dl during the first event, and that was when he noticed that the quick release was not lined up/did not lock into place with the site. He self-treated for the high blood glucose by manually injecting some unspecified drug. The site location was patient's abdomen and the pump was located on his belt, on the same side of the abdomen as the infusion set. The infusion sets were in use and the detachment at the quick release had occurred on the same day of insertion. Reportedly, when the infusions were delivered they were outside for a few hours in the cold, otherwise they were stored in a cool dry place in his bedroom. He was unsure of any stress or pull on the tubing and was also unsure if the pump was dropped with the set connected to his body. No further information available.